Event description:
It was reported that the pump delivered insulin the customer did not need. Reportedly the customer lost consciousness. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.